Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported issue. The device was found to have a faulty air in line component that required replacement.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited air in line with every cassette used. No adverse patient effects were reported.